Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered fecal incontinence, bladder incontinence, urinary leakage, and painful sexual intercourse. No further info has been provided.